Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a breast reconstruction, the patient had to have another operation due to an internal hemorrhage. The clips had not clamped correctly in some mammary arteries. For the re-operation, they used a different product to solve the problem. There was less than a 30 minute delay and less than 500cc of blood loss.